Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2015-01205 and 3005099803-2015-01206 for the other associated device information. It was reported to boston scientific corporation that a wallflex¿ colonic stent was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the colonoscopy procedure, when they pulled the stents out of the box, they noticed that the stents and catheters were bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event stent bent. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.